Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user changed the infusion set and later disconnected the ilet to charge after a meal announcement, forgot it was disconnected, and experienced hyperglycemia with a peak glucose of about 400 mg/dl for approximately four hours until the device was reattached and resumed insulin delivery. Symptoms included hyperglycemia without loss of consciousness, dizziness, diabetic ketoacidosis, or other acute effects. Outcomes included no medical intervention, no backup therapy, and no ketone testing. Investigation included troubleshooting and user education regarding infusion set management and avoiding disconnection during routine activities. Investigation of this case revealed user-related interruption of insulin delivery due to device disconnection, with the ilet and infusion set functioning as intended once reattached. It was concluded, based on previously established findings for similar reports, that the cause was user error related to device use and handling.